Event description:
Event description guidant received information that a 'high voltage' fault was encountered during induction testing with this implantable cardioverter defibrillator (ICD); therapy was not delivered. Vf was then redetected and the device appropriately delivered therapy. Induction rhythm strips revealed noisy signals. The patient was brought back for additional follow-up. A 'high voltage' fault was again encountered during manual capacitor reformation. Review of stored electrograms (egms) revealed noise and false tachy detection. Rate/sense and shock impedances had decreased significantly since implant. The ICD was detached from the associated leads. Lead measurements through the pacing system analyzer (psa) and replacement device were acceptable; therefore, the physician elected to replace only the ICD.